Manufacturer narrative:
This product remains implanted as such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected an increase in shock impedance measurements to out-of-range values. Additionally, an increase in pacing impedance on both the right atrial (ra) lead and the right ventricular (rv) lead was detected, although these values remain within normal ranges. These increases were observed in the last month, and it was noted the patient started taking rosumibe for cholesterol around the same time. The device remains implanted